Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for a fibular fracture. The surgeon tried to insert the fibulink through a distal fibula plate, but the fibulink went in a different direction than the surgeon drilled, so the surgeon reinserted it. After that, when the surgeon pulled the silver guide tube outward, the tibia screw part also came out. The surgeon gave up inserting the fibulink to the hole and inserted another one into another hole. The surgery was completed successfully but the surgical time was extended by approximately fifteen (15) minutes due to the removal and reinsertion of the defective fibulink. The surgeon commented that when the fibulink was inserted through the plate, the direction of insertion was limited and the fibulink could not be inserted in the expected direction. Forcing the insertion caused the screw part to enter in a different direction etc., which broke the lateral cortex of the tibia. The bone quality of the patient was not so good. Patient outcome is reported as stable. No further information is available. This report is for one (1) fibulink syndesmosis repair kit ti. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: device history record (DHR) review conducted: part # fgs-1100 synthes lot # 22e013 supplier lot # 22e013 release to warehouse date: (B)(6) 2022 supplier: (B)(6). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.